Event description:
Patient tested 3.6 inr on the coaguchek xs plus system while a comparison lab returned as 1.6 inr. The patient's coumadin dose was decreased based on the meter result. Upon receiving the lab value, the dose was adjusted again. No adverse event reported. Requested return of suspect system and replacement was sent.